Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported lot lk2878 is not associated with product code w3205. What is the correct lot number? Did the broken needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that a patient underwent an unknown procedure on 1/2/2018 and suture was used. During suturing, the needle broke. No patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. A fracture was observed at the tip of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.